Event description:
The following literature publication was reviewed: halabi m, chamseddine h, pairawan s, saleem h, kabbani l. Intraoperative cephalad migration of endovascular aortic repair endograft resulting in bilateral renal artery coverage. J vasc surg cases innov tech. 2025;11:101890. This publication reports a case describing renal artery coverage after endovascular aortic repair using the gore® excluder® aaa endoprosthesis. The report presents a single 73-year-old male treated initially for a right common iliac artery aneurysm during the index procedure. The patient underwent evar. Initial angiography following deployment of the excluder trunk in the index procedure showed the renal arteries uncovered; however, the completion angiography showed the renal arteries partially covered, although contrast was filling the renal arteries. The patient subsequently developed flank pain, oliguria, and increasing serum creatinine indicating acute kidney injury. Imaging confirmed complete coverage of both renal arteries, and he was transferred to another facility for salvage intervention approximately 48 hours after the initial procedure. Management involved bilateral renal artery recanalization performed 72 hours after the index evar. Access was achieved through a brachial cutdown, and a wire was maneuvered between the excluder and the aortic wall to engage each renal artery. Balloon-expandable covered stents were deployed in both renal arteries, restoring perfusion. Technical success was confirmed with completion angiography showing patent renal arteries and no evidence of endoleak or graft migration. This case was opened to capture bilateral renal artery coverage attributed to graft migration during contralateral limb cannulation. This event caused acute kidney injury, evidenced by a rise in creatinine to 4.72 mg/dl.

Manufacturer narrative:
Multiple attempts were made to obtain additional information about this event. No additional information was provided; therefore, the case will be closed with available information. B.3. Date of event: as a specific date of event is not known, the date of publication online is being used. H.6. Type of investigation code b15: a review of images contained in the article confirmed the description given in the article. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.